Manufacturer narrative:
Additional information: only the distal end of the lead was returned. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device change out due to eri. The right atrial lead exhibited noise, which was reproducible. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.